Event description:
It was reported that the programmer booted to a "fatal" error message and the programmer was deemed unusable. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of the programmer booting to a fatal error; however, an error was found in the error log and therefore the hard drive was reconfigured and the software reloaded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 229047 software analyzer. (B)(4).